Event description:
It was reported that the patient has left knee pain and difficulty walking since surgery. Patient states knee is unstable and needs to wear a brace. Patient states that her surgeon stated that the reason for her problems is that the plastic component in the knee should have been thicker.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.